Manufacturer narrative:
Potential lot numbers: 4092493, 4046848, 4103109. Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump displayed a "no disposable" alarms while infusing a bolus of chemotherapy agent (fluorouracil). The patient was required to go into the clinic sooner and there were some instances where the drug infused too quickly. The infusion was life sustaining and the patient was unable to receive the remaining infusion volume. There was no patient injury.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that alarm displays no disposable clamp tubing .no patient injury was reported.